Manufacturer narrative:
(B)(4). (B)(6). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a circumflex artery. A thrombectomy was performed to remove a clot and then a 2.25 x 12 mm xience xpedition was implanted without issue. After the stent delivery system (sds) was removed, imaging showed that the distal part of the stent implant was not fully deployed and the entire lesion was not covered. The sds was re-advanced and the distal portion of the stent implant was fully deployed. A 2.5 x 15 mm xience xpedition was advanced to cover the rest of the lesion. There was no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.